Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a single low out-of-range shock impedance measurement on this right ventricular (rv) lead. Boston scientific technical services (ts) stated that a singular measurement of 0 ohms may be indicative of external interference with the small pulse used in the daily measurement. Ts recommended monitoring the patient. No adverse patient effects were reported. The device and lead remain in service.